Event description:
A 42 yr old wg0 female status post bilateral subglandular inframammary gels (? Size, type) in '69. Pt denies decreasing size but they are firmer (always hard) & have become "faithful" right greater than left. Denies history of trauma. Arthralgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbance, adenopathy, fevers, hot flashes, drenching sweats, headaches, tmjd, visual problems, dizziness, memory loss, sicca, hair loss, rashes, sensitivity to sun/cold, (raynauds)/chem, weight gain, easy bruising & female problems. Otherwise healthy.